Event description:
A surgeon reported that during an optical tumor resection of the right occipital cavernoma. The patient was in the prone position and tracer registration was used with cranial software on a treon plus navigation system. The tracer technique was repeated twice to achieve the best possible registration. Non-sterile registration was accurate per cs and physician. Registration was still accurate after removal of the actual bone flap "craniotomy", but prior to opening the dura. After a long approach to the target no pathology was located. An attempt was then made to test the accuracy of the navigation system but no clear anatomical landmarks were available to the surgeon to verify. With possible inaccuracy it was advised to close the surgical incision and either re-registers the existing MRI scan to the patient or to acquire a stealth protocol CT scan to verify location and register with that exam and merge to the original MRI. This was accomplished and the CT showed that the surgical excision was approximately 4mm posterior/lateral to the pathology. The patient was successfully re-registered and the pathology was located within 2 min and excised without incident. There was no impact to the patient outcome report.

Manufacturer narrative:
The stealth archive has been received by the manufacturer and evaluation is in progress.

Manufacturer narrative:
Based on the tumor location, the tracer pattern was not optimal since it did not cover any of the surface area near the location of interest. Software is functioning as designed.